Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the reload was received engaged with the I instrument. Visual evaluation of the reload noted that it was fully fired with the jaws clamped. Flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the flush pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left upper lobectomy procedure, first stapler fired correctly several times and was reloaded several times. It later locked on lung tissue and would not open. A second stapler was used to free the first stapler. It fired in tissue and was able to open, however the scrub could not open the jaws to reload so a third stapler was opened. Surgical intervention was required to cut around the stuck reload to be able to remove from the lung tissue. There was tissue loss and tissue damage.